Event description:
It was reported that the patient was getting decent coverage but had a lot of positional issues with shocking/jolting in the back area. An impedance check, reprogramming and x-rays were performed. The x-rays were showed one of the leads had migrated ¿way down¿. On (B)(6) 2015 the patient¿s leads were replaced with a paddle lead as well as the battery. Post-operation the patient was getting bilateral coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).